Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('very heavy bleeding') in an adult female patient who had essure (batch no. 846839) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menometrorrhagia ("almost continuous menstruation"), increased tendency to bruise ("strange inexplicable bruises on legs"), ovulation pain ("very much pain during ovulation"), hypersensitivity ("strange allergic reaction") with eye swelling and head discomfort, pruritus ("a lot of itching all over the body"), memory impairment ("forgetfulness"), heavy menstrual bleeding ("heavy menstrual periods"), dysmenorrhoea ("painful menstrual periods"), blister ("blisters containing fluid on her face"), abdominal pain lower ("constant pain / pain in her abdomen"), swelling face ("swelling on her face"), eczema vesicular ("vesicle eczema on her face") and dermatitis allergic ("allergic reaction near her eyes"). The patient was treated with surgery (essure removal including uterus and fallopian tubes after various operations). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, menometrorrhagia, increased tendency to bruise, ovulation pain, pruritus, memory impairment, heavy menstrual bleeding, dysmenorrhoea and blister outcome was unknown and the hypersensitivity, abdominal pain lower, swelling face, eczema vesicular and dermatitis allergic had resolved. The reporter considered abdominal pain lower, blister, dermatitis allergic, dysmenorrhoea, eczema vesicular, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, increased tendency to bruise, memory impairment, menometrorrhagia, ovulation pain, pruritus and swelling face to be related to essure. No further causality assessment were provided for the product. The reporter commented: after placement of the essure, the symptoms also started quite soon. After removal, patient immediately noticed a difference. The allergic reactions and swelling on her face, which she had regularly after placement of the essure, have not come back during the year since the removal. She was feeling considerably better since the removal of the essure, and had no more pain in her abdomen. Lawyer reported essure lot # 846839 manufacturing release date was 26 may 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2021: new information received: lawyer reported manufacturing release date was 26 may 2011 for essure lot # 846839 (previously reported). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('very heavy bleeding') in an adult female patient who had essure (batch no. 846839) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menometrorrhagia ("almost continuous menstruation"), increased tendency to bruise ("strange inexplicable bruises on legs"), ovulation pain ("very much pain during ovulation"), hypersensitivity ("strange allergic reaction") with eye swelling and head discomfort, pruritus ("a lot of itching all over the body") and memory impairment ("forgetfulness"). The patient was treated with surgery (xenobiotic material removed including uterus after various operations). Essure was removed. At the time of the report, the genital haemorrhage, menometrorrhagia, increased tendency to bruise, ovulation pain, hypersensitivity, pruritus and memory impairment outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity, increased tendency to bruise, memory impairment, menometrorrhagia, ovulation pain and pruritus to be related to essure. Most recent follow-up information incorporated above includes: on 25-feb-2020: lawyer provided patient's age / birth date, date of essure (lot # 846839) amended. Events are considered related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('very heavy bleeding') in an adult female patient who had essure (batch no. 846839) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menometrorrhagia ("almost continuous menstruation"), increased tendency to bruise ("strange inexplicable bruises on legs"), ovulation pain ("very much pain during ovulation"), hypersensitivity ("strange allergic reaction") with eye swelling and head discomfort, pruritus ("a lot of itching all over the body"), memory impairment ("forgetfulness"), menorrhagia ("heavy menstrual periods"), dysmenorrhoea ("painful menstrual periods"), blister ("blisters containing fluid on her face"), abdominal pain lower ("constant pain / pain in her abdomen") and swelling face ("swelling on her face"). The patient was treated with surgery (essure removal including uterus and fallopian tubes after various operations). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, menometrorrhagia, increased tendency to bruise, ovulation pain, pruritus, memory impairment, menorrhagia, dysmenorrhoea and blister outcome was unknown and the hypersensitivity, abdominal pain lower, and swelling face had resolved. The reporter considered abdominal pain lower, blister, dysmenorrhoea, genital haemorrhage, hypersensitivity, increased tendency to bruise, memory impairment, menometrorrhagia, menorrhagia, ovulation pain, pruritus and swelling face to be related to essure. The reporter commented: after placement of the essure, the symptoms also started quite soon. After removal, patient immediately noticed a difference. The allergic reactions and swelling on her face, which she had regularly after placement of the essure, have not come back during the year since the removal. She was feeling considerably better since the removal of the essure, and had no more pain in her abdomen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information added: medical history, essure removal date, events (heavy menstrual periods, painful menstrual periods, blisters containing fluid on her face, constant pain / pain in her abdomen, swelling on her face). Event outcome updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('very heavy bleeding') in an adult female patient who had essure (batch no. 846839) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menometrorrhagia ("almost continuous menstruation"), increased tendency to bruise ("strange inexplicable bruises on legs"), ovulation pain ("very much pain during ovulation"), hypersensitivity ("strange allergic reaction") with eye swelling and head discomfort, pruritus ("a lot of itching all over the body"), memory impairment ("forgetfulness"), menorrhagia ("heavy menstrual periods"), dysmenorrhoea ("painful menstrual periods"), blister ("blisters containing fluid on her face"), abdominal pain lower ("constant pain / pain in her abdomen"), swelling face ("swelling on her face"), eczema vesicular ("vesicle eczema on her face") and dermatitis allergic ("allergic reaction near her eyes"). The patient was treated with surgery (essure removal including uterus and fallopian tubes after various operations). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, menometrorrhagia, increased tendency to bruise, ovulation pain, pruritus, memory impairment, menorrhagia, dysmenorrhoea and blister outcome was unknown and the hypersensitivity, abdominal pain lower, swelling face, eczema vesicular and dermatitis allergic had resolved. The reporter considered abdominal pain lower, blister, dermatitis allergic, dysmenorrhoea, eczema vesicular, genital haemorrhage, hypersensitivity, increased tendency to bruise, memory impairment, menometrorrhagia, menorrhagia, ovulation pain, pruritus and swelling face to be related to essure. The reporter commented: after placement of the essure, the symptoms also started quite soon. After removal, patient immediately noticed a difference. The allergic reactions and swelling on her face, which she had regularly after placement of the essure, have not come back during the year since the removal. She was feeling considerably better since the removal of the essure, and had no more pain in her abdomen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: new informations were provided: two new adverse events (allergic reactions near her eyes and vesicle eczema on her face) and the outcome for the same adverse events previous mentioned. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('very heavy bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menometrorrhagia ("almost continuous menstruation"), increased tendency to bruise ("strange inexplicable bruises on legs"), ovulation pain ("very much pain during ovulation"), hypersensitivity ("strange allergic reaction") with eye swelling and head discomfort, pruritus generalised ("a lot of itching all over the body") and memory impairment ("forgetfulness"). The patient was treated with surgery (xenobiotic material removed including uterus after various operations). Essure was removed. At the time of the report, the genital haemorrhage, menometrorrhagia, increased tendency to bruise, ovulation pain, hypersensitivity, pruritus generalised and memory impairment outcome was unknown. The reporter provided no causality assessment for genital haemorrhage, hypersensitivity, increased tendency to bruise, memory impairment, menometrorrhagia, ovulation pain and pruritus generalised with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('very heavy bleeding') in an adult female patient who had essure (batch no. 846839) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menometrorrhagia ("almost continuous menstruation"), increased tendency to bruise ("strange inexplicable bruises on legs"), ovulation pain ("very much pain during ovulation"), hypersensitivity ("strange allergic reaction") with eye swelling and head discomfort, pruritus ("a lot of itching all over the body") and memory impairment ("forgetfulness"). The patient was treated with surgery (xenobiotic material removed including uterus after various operations). Essure was removed. At the time of the report, the genital haemorrhage, menometrorrhagia, increased tendency to bruise, ovulation pain, hypersensitivity, pruritus and memory impairment outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity, increased tendency to bruise, memory impairment, menometrorrhagia, ovulation pain and pruritus to be related to essure. No further causality assessment were provided for the product. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('very heavy bleeding') in an adult female patient who had essure (batch no. 846839) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menometrorrhagia ("almost continuous menstruation"), increased tendency to bruise ("strange inexplicable bruises on legs"), ovulation pain ("very much pain during ovulation"), hypersensitivity ("strange allergic reaction") with eye swelling and head discomfort, pruritus ("a lot of itching all over the body"), memory impairment ("forgetfulness"), menorrhagia ("heavy menstrual periods"), dysmenorrhoea ("painful menstrual periods"), blister ("blisters containing fluid on her face"), abdominal pain lower ("constant pain / pain in her abdomen"), swelling face ("swelling on her face"), eczema vesicular ("vesicle eczema on her face") and dermatitis allergic ("allergic reaction near her eyes"). The patient was treated with surgery (essure removal including uterus and fallopian tubes after various operations). Essure was removed on (B)(6)2019. At the time of the report, the genital haemorrhage, menometrorrhagia, increased tendency to bruise, ovulation pain, pruritus, memory impairment, menorrhagia, dysmenorrhoea and blister outcome was unknown and the hypersensitivity, abdominal pain lower, swelling face, eczema vesicular and dermatitis allergic had resolved. The reporter considered abdominal pain lower, blister, dermatitis allergic, dysmenorrhoea, eczema vesicular, genital haemorrhage, hypersensitivity, increased tendency to bruise, memory impairment, menometrorrhagia, menorrhagia, ovulation pain, pruritus and swelling face to be related to essure. The reporter commented: after placement of the essure, the symptoms also started quite soon. After removal, patient immediately noticed a difference. The allergic reactions and swelling on her face, which she had regularly after placement of the essure, have not come back during the year since the removal. She was feeling considerably better since the removal of the essure, and had no more pain in her abdomen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: new informations were provided: two new adverse events (allergic reactions near her eyes and vesicle eczema on her face) and the outcome for the same adverse events previous mentioned. Amendment: due to internal review last follow up was not received on 31-dec-2020 but on 16-dec-2020. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('very heavy bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menometrorrhagia ("almost continuous menstruation"), increased tendency to bruise ("strange inexplicable bruises on legs"), ovulation pain ("very much pain during ovulation"), hypersensitivity ("strange allergic reaction") with eye swelling and head discomfort, pruritus generalised ("a lot of itching all over the body") and memory impairment ("forgetfulness"). The patient was treated with surgery (xenobiotic material removed including uterus after various operations). Essure was removed. At the time of the report, the genital haemorrhage, menometrorrhagia, increased tendency to bruise, ovulation pain, hypersensitivity, pruritus generalised and memory impairment outcome was unknown. The reporter provided no causality assessment for genital haemorrhage, hypersensitivity, increased tendency to bruise, memory impairment, menometrorrhagia, ovulation pain and pruritus generalised with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.